Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The provided calibration and qc data were acceptable. The analyzer alarm trace contained several alarms regarding foam or clot on samples. This could be an indication of a preanalytic issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the elecsys hiv duo performed within specification. Per product labeling: all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to the recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 module. Patient 1 initial result was 26.8 coi (reactive). Repeat testing using elfa and alinity equipment had negative results. Patient 2 initial result was 25.2 coi (reactive). Repeat testing using elfa and alinity equipment had negative results. The repeat testing results were believed to be correct.